Event description:
Additional information was received on 12jan2024: there was no visual damage to the devices prior to use.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide a correction to section b5 as the date that the additional information was received was inadvertently reported as 01dec2024 when the actual date of receipt was 12jan2024, and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).

Event description:
The user facility reported that the tr band deflated immediately after at the valve junction. A tr band of a different lot number was used to treat the patient. The procedure performed was a catheterization. The patient's pre-procedural condition was good. The reported event did not result in patient injury and/or require medical or surgical intervention. There was not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. Additional information was received on 01dec2024: there was no visual damage to the devices prior to use.

Manufacturer narrative:
A1: patient identifier: requested, not available due to hospital policy. A2: age & date of birth: requested, not available due to hospital policy. A3: patient sex: requested, not available due to hospital policy. A4: weight: requested, not available due to hospital policy. A5: ethnicity: requested, not available due to hospital policy. A6: race: requested, not available due to hospital policy. B3: date of event: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: recovery nurse. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.